Event description:
The customer reported via phone call that she tried to deliver a bolus for one unit but the insulin pump tried to deliver 10 insulin units. The customer stated she had had the insulin pump for a month and was still waiting on getting training. The customer did not recall if the bolus incident happened with an easy bolus, bolus wizard or manual bolus. Customer stated she did not have the easy bolus set up or the scroll wrap feature on the insulin pump. She also complained about receiving the wrong infusion set type. She was assisted with checking the bolus wizard settings and correcting the infusion set type on her account. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.